Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database did not show any other reports against the product and lot combination. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product and / or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
Patient had initial surgery in 1999, patient recently presented with swelling in the knee. Xrays mris showed a well fixed knee. The surgeon decided to investigate through surgery. The metal components were well fixed in good condition, there was some synovitis in the surrounding tissue which was excised, there was evidence of the early stages of osteolysis which was debrided, the poly was removed the same size was implanted. The poly showed a small amount of wear in the posterior corner, but both the superior inferior sides showed no other significant marks.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.